Event description:
The manufacturer received information alleging a patient experienced burned power cord and red led on an everflo oxygen concentrator. No harm was reported. The everflo was returned to the manufacturer service center for evaluation, and the customers complaint was confirmed, but could not confirm red led due to pca being unable to power on. During the evaluation it was noted that the devices power cord was burned at the strain relief and believed to be caused by a faulty pca. The root cause was confirmed at this time. Additionally, during the service of the device other issues were found like the dust-like contamination, scratches on enclosure, and deformation on the handle which indicates a lack of care and preventative maintenance unrelated to the reportable malfunction. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.